Event description:
A complaint was reported by a distributor regarding damage to a pump's housing and usb port, where the surrounding area had started melting, affecting the customer's ability to charge the pump. There was no available information on the customer's blood glucose level at the time of the event. The issue did not cause the pump to shut down. Technical support arranged for the pump to be replaced, and the customer was informed of the need for replacement. Details on the customer's backup insulin therapy were not disclosed. The customer was instructed to return the faulty pump using the provided materials and instructions.